Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Family reports no incident of accident or trauma.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report

Event description:
In situ measurements show 11 channels with high impedance. Hearing performance with the device is affected. Family reports no incident of accident or trauma. Patient was re-implanted in (B)(6)2017.